Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD). Upon review, this ICD delivered an atrial paced beat on top of an undersensed premature ventricular contraction (pvc), followed by a ventricular paced beat. This appears to have induced ventricular tachycardia (vt), resulting in the delivery of tachy therapy. In addition, minute ventilation (mv) signal oversensing was suspected on the atrial channel. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No additional adverse patient effects were reported.